Event description:
Pca machine found to be delivering rx doses without requesting. Pca set for demand only. Checked with nurse dose being delivered independent of programming or request. Pt oversedated.